Manufacturer narrative:
The biomed reported that the central nurse's station (cns) is going into into comm loss while monitoring patients on transmitters. The issues was resolved by power cycling the org multiple patient receiver that sends the data to the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomed reported that the central nurse's station (cns) is going into comm loss while monitoring patients on transmitters. The issues was resolved by power cycling the org multiple patient receiver that sends the data to the cns. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the issue was originally reported under ticket (B)(4). Customer reported two cns devices were in communication loss. These devices were monitoring zm transmitters. Customer stated the orgs were lit up. Once customer rebooted the orgs, the communication loss was resolved. The first affected cns, serial number: (B)(6), was documented under ticket (B)(4). The second cns, serial number is unknown, is documented here under ticket (B)(4). After repeated attempts to follow up with customer, no responses have been received. The serial number of this cns is unknown. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: service history for this customer shows the following additional communication loss tickets: (B)(4), reported on (B)(6) 2019. The comm loss occurred between cns and bedside monitor. The root cause was unknown. (B)(4), reported on (B)(6) 2018. All rns dropped out of network. Cns were not affected. The root cause was not determined. (B)(4), reported on (B)(6) 2018. Rns showed comm loss for all beds. Cns were not affected. The root cause was not determined. (B)(4), reported on (B)(6) 2018. Cns was in comm loss. The root cause was not determined but suspected to be related to customer it. (B)(4), reported on (B)(6) 2018. Rns was in comm loss. This was caused by a power outage. (B)(4), reported on (B)(6) 2018. Rns was in comm loss. This was caused by a power outage. Service history for this customer shows there were four incidents of communication loss. The root causes could not be determined due to insufficient information available. Two additional incidents of communication loss were a result of the facility power outage. For the issue under the current ticket, rebooting the org receiver established communication. Due to insufficient information regarding the it environment, usage and maintenance of all involved devices, the root cause could not be determined. Investigation for ticket#: (B)(4): details of the complaint: on (B)(6) 2019, (B)(6) hospital reported the cns-6201a (pu-621ra sn: (B)(6) was displaying communication loss. This issue was affecting 2 cns's that were monitoring transmitters. The second cns affected is documented in ticket#: (b)(4 (notification 300165927). Service requested: troubleshooting/assistance. Service performed: customer was advised to power cycle the orgs. All were up and customer was no longer experiencing communication loss. Customer confirmed that no one was working on anything in the server room and there was no construction. Investigation result: the cns warranty began 11/30/2016, which is over 2 years prior to reported issue. A review of device history found no other reported issues with communication loss on the cns. A review of customer's complaints found similarly reported issues with signal and communication loss on other cnss: ticket (B)(4) reported on (B)(6) 2019: cns communication loss. Root cause unknown. No patient harm reported. Ticket (B)(4) reported on (B)(6) 2019: cns intermittent signal loss. Issue still present and root cause unknown. No patient harm reported. Ticket (B)(4) reported on (B)(6) 2018: cns communication loss. Cause was determined to be issue with customer's it department. No patient harm reported. Similar tickets query using keywords "org comm" yielded the following results: ticket (B)(4) reported on (B)(6) 2019: org comm loss caused by user error. Ticket (B)(4) reported on (B)(6) 2019: org comm loss suspected to be caused by network interruption. Ticket (B)(4) reported on (B)(6) 2018: org comm loss caused by failure of a switch. Ticket (B)(4) reported on (B)(6) 2017: org comm loss caused by incomplete/incorrect set up ticket (B)(4) reported on (B)(6) 2017: org comm loss. Issue resolved by replacing the cpu board pcb customer reported no previous issues with communication loss stemming from the org, and there were no further reported issues. There does not appear to be an adverse trend at the site. Additionally, similar tickets reported at other facilities do not appear to be related to the current reported issue. The reported issue was resolved by power cycling the orgs. Information of the orgs involved was not provided and due to lack of customer response, the information could not be obtained. Conditions of use of the org was not provided. However, org operator's manual provides general handling precautions, which include precautions on operating the org before, during, and after use, along with recommendation to perform regular maintenance inspection at least once every 6 months. Possible root cause is lack of proper maintenance of the org. The cns was able to work as designed and notify the staff of the communication loss. Troubleshooting of "communication loss" is addressed in the cns-6201a service manual, which advises the customer to first check patient condition, then check the monitoring systems. Upon proper action, this issue would be easily detected and resolved when checking the org. Corrected information: g4. Date received by manufacturer: should be 03/05/2019 not 04/04/2019 as listed on MDR initial report. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. The following fields contain no information as attempts to obtain that information was made but not provided. D4. Serial#. F9. Approximate age of the device. H4. Device manufacturer date.

Event description:
The biomed reported that the central nurse's station (cns) is going into comm loss while monitoring patients on transmitters. The issues was resolved by power cycling the org multiple patient receiver that sends the data to the cns. No patient harm was reported.